Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pair of screws has moved medially without control. It has perforated the through the bone into the acetabulum and beyond into the small pelvis. A revision surgery was performed to remove the screws.